Event description:
It was reported that a patient underwent an uneventful sling procedure in the "u" position and a laparoscopic-assisted vaginal hysterectomy in 2007. The patient was discharged from the hospital the following day with no difficulty voiding. On three days later, the patient was feeling pelvic pressure and having difficulty voiding and was found by catheter to have a one thousand milliliter residual. A dilator was placed in the urethra and the surgeon attempted to pull down the tape. A foley catheter was placed which was removed the next day. On two days later, the patient had a fourteen hundred milliliter residual and again, a dilator was placed and the urethra pulled down. A foley catheter was placed again. No further information was available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.